Manufacturer narrative:
Returned component was received in good physical condition. During the evaluation of the component now faults were found with it. It passed all accuracy testing and the original customer complaint could not be verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during a pre-use check, under-dosing (-9.7%) was noted on a smiths medical cadd cassette reservoir. No patient was involved in this event. No adverse effects were reported.